Manufacturer narrative:
The device was not returned for analysis.

Event description:
It was reported that at the user facility the device disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.